Manufacturer narrative:
Analysis received with no act and down button response due to corroded keypad traces. There was no button error alarm noted during testing. Analysis was unable to verify the compromised force sensor system alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose level at the time of the event was 165 mg/dl. The insulin pump will be returned for failure analysis.